Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Update 4/25/2016:cd of x-rays received. Update 5/26/2016: complaint was re-opened to obtain ders for legal. Based on the provided medical records and x-ray review there was no indication of component fracture or defect which could have contributed to the patient's reported instability, pain, or loosening. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address instability. Update rec'd 9/30/2014- legal claim and medical records received. Legal claim indicates the patient was revised due to pain and loose tibial tray. The loosening interface and cement manufacture is unknown at this time. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/28/2014. Update rec'd 10/31/2014- medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a loose tibial component. The loosening interface still is unknown. The cement used was depuy, so it is being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/26/2014.

Manufacturer narrative:
The device associated with this report was not returned. Review of the supplied medical records confirmed device loosening. The root cause of the device loosening is unknown. The IFU cautions that obesity tends to impose severe loading on the affected extremity thereby placing the patient at higher risk of failure of the knee replacement. Metabolic disorders such as diabetes mellitus can also lead to progressive deterioration of solid bone support for the implant. It is not known to what extent the patient¿s history of diabetes, morbid obesity and smoking contributed to the complaint. With the information provided, it cannot be determined that the complaint is product related. A complaint database search finds no additional reports against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.